Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a button error. The customer's mother stated that the insulin pump got wet. The insulin pump will need to be replaced. The insulin pump was returned by the customer. No additional information provided.